Event description:
It was reported that the lower display of the external pulse generator (epg) was very hard to read, and the caller was inquiring about whether it could be serviced or if they could get info on the cost of purchasing a new epg. The caller was informed that the device is no longer serviced due to being older than five years of age, and they were transferred to customer service for pricing on the new product. The status of the epg is unknown. No patient complications have been reported as a result of this event.